Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported the biomed received the iabp to schedule repair. During checkout the iabp shutdown several times. The fse was unable to reproduce the reported problem, however, she found in the power activity logs that the iabp shutdown nine times with charged batteries. The fse checked all connections and they were all good. The fse replaced the power management board. The fse performed all diagnostic tests, and all tests passed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while transporting a patient to another facility, the intra-aortic balloon pump (iabp) repeatedly powered off. When the iabp was rebooted, the battery gauge showed battery 1 to be full and battery 2 to be 3/4 full. The iabp was swapped out once they reached the final destination.